Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD implanted: (B)(6) 2014; 6725 adaptor implanted: (B)(6) 2014 5867-3m adaptor implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the right ventricular (rv) lead exhibited possible insulation damage. The lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.